Manufacturer narrative:
A partial lead measuring 14.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without the return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the atrial and left ventricular leads dislodged. The leads were explanted and replaced. The patient did not experience any adverse consequences due to the event and was in stable condition post procedure.